Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device would not fire. They noted that they were unable to squeeze the handle and all subsequent loads worked fine.